Event description:
The physician reported during an aneurysm coiling, the device was inserted into the pt and the aneurysm was located in the internal circulation distal to the ophthalmic artery. The device was tracked distal to the lesion and reposition proximally. The stablizer was advanced to the proximal end of the stent. While beginning to pull the stent micro catheter, the proximal segment of the stent micro catheter broke/tore. The device was withdrawn from the pt without incident. The physician reported that there were no pt complications and the pt's condition is stable. The case was completed with another device of the same type.

Manufacturer narrative:
The device history record (DHR) review confirmed that this device met all required specifications. A review for similar complaints within the batch number showed two other complaints. These complaints were reviewed and neither were made for a similar reason. The device was returned for analysis. Dimensions that were deemed relevant to this complaint were compared to and met the specifications. Due to damages sustained by the system, functional analysis could not be performed. The microcatheter was returned with the stabilizer and stent still loaded in it. The stent was protruding from the distal tip. The microcatheter was stretched and necked down on the stabilizer in its proximal segment. It is likely that the operator encountered friction when attempting to deploy the stent, and then applied excessive force between the stabilizer and the catheter in an attempt to release the stent. This tensile force is likely to have stretched the microcatheter. It is unclear whether highly tortuous anatomy caused this resistance in stent deployment. Boston scientific cannot conclusively determine the cause of the user's experience.